Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add the country france. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the contaminated scope could not be determined at this time as the device was not returned. The following information is stated in the instructions for use: "1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Communication with the customer conveyed that the subject device will not be send to rrc (regional repair center) olympus (B)(4). Cds checklist and microbiological test results not available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported , the brand new endoscope, not used on patient was found contaminated. The issue found during reprocessing. There is no patient involvement associated on this reported event. No user injury reported.